Event description:
It was reported the intraocular lens was inserted into the eye and patient's posterior capsule tore. A vitrectomy was performed and an anterior chamber lens successfully implanted. The reporter stated this was not a product failure. The patient had a weak posterior capsular bag that tore upon insertion of the lens.

Manufacturer narrative:
The lens was received, inspection showed one distorted haptic and dried viscoelastic on the optic. Lens met all manufacturing specifications prior to release. Device did not malfunction nor cause this adverse event. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.